Event description:
The consumer stated both front wheels are broke he stated the bearings are gone from the unit. The consumer stated both brakes are not grabbing. The patient allegedly fell in the facility today. No medical attention was sought.